Event description:
It was reported that during testing, the device would not stop running when the power was off. This event did not occur during a surgical procedure, therefore there was no patient involvement. There were no allegations of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer. Per the quality inspection, various components were broken and worn. Various components including the motor, gear head and trigger assembly were replaced. Preventative maintenance was performed and the device was repaired and returned to the customer.